Event description:
It was reported that, "simplex was received via (B)(6), no issue. Placed on shelf and stored in pharmacy. On (B)(6), the staff noticed an odor and evacuated the pharmacy. When investigated, one of the viles had broken in the cement box."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.